Event description:
A patient with a dialysis device at his home reported to his clinic that a saline bag back filled during recirculation mode. The patient was not connected to the machine at the time of the incident. The patient replaced the supplies after the machine ran for 4 hours in recirculation mode and the machine was returned to service. A technician from the dialysis clinic performed an evaluation and could not reproduce the failure. No parts are being replaced or returned for evaluation.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.